Event description:
User experienced imprecision with qc materials for alt, ast, creatinine, glucose, and potassium. No patient samples were involved. Level one of qc produced the following results: alt: 22, 23, 22, 22, 39, 22, 23, 23, 22, 23, 22, 22, 22, 23 I/u. Glucose: 74, 77, 74, 70, 74, 100, 77, 62, 76, 77, 79, 78, 80, 79, 74 mg/dl. Potassium: 2.4, 2.4, 2.4, 2.4, 1.2, 3.3, 2.4, 2.3, 2.4, 2.4, 2.4, 2.4, 2.4, 2.4, 2.4 mmol/l. Level two of qc produced the following results: alt: 187, 181, 182, 179, 179, 107, 183, 179, 180, 178, 177, 175, 182, 182, 180 I/u. Ast: 247, 239, 241, 239, 237, 128, 248, 247, 243, 243, 239, 237, 244, 245, 246 I/u. Creatinine: 5.7, 5.6, 5.7, 6.2, 5.9, 3.5, 6.0, 5.8, 6.0, 6.0, 5.9, 6.0, 6.0, 5.9, 5.9, 5.9 mg/dl. Potassium: 7.2, 7.2, 7.2, 7.2, 7.2, 5.7, 7.2, 7.2, 7.2, 7.2, 7.2, 7.1, 7.1, 7.1, 7.1 mmol/l. The field service representative determined the cause was contamination in the wash station and decontaminated the analyzer. Performance tests were performed.